Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
A copy of the medwatch report from FDA was received, which states, ¿patient was receiving valproic acid through the pump when it rang out "channel error" and stopped infusing. The channel error was caught right away, and the medication was switched to a different channel. The channel was removed, and a work order placed.¿